Manufacturer narrative:
The tech isolated the issue to the hydraulic valves. Repairs have not been completed. A follow up report will be sent once the repairs are completed.

Event description:
Info received indicates the head of the bed cannot be raised.